Manufacturer narrative:
Age at time of event: (B)(6) years or older.

Event description:
It was reported that a dissection occurred. After the 3.0 x 12mm promus elite drug eluting stent (des) was implanted to treat a de novo lesion located in the left circumflex artery, a proximal edge dissection was noted. A 3.5 x 20mm promus elite des was implanted from the left main to the left anterior descending artery to seal the dissection. No further complications were reported and the patient status was stable.